Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to a time/date reset issue. Reportedly, on an unspecified date, the patient¿s bg was as high as 275 mg/dl with symptoms of dry mouth/thirst, drowsiness, and frequent urination and was as low as 40 mg/dl with symptoms of numb feet and shakiness. The patient did not report receiving any treatments above and beyond the usual routine of diabetes care and management and had remained on pump therapy with recent adjustment to the basal rate and bolus settings. Customer support reviewed the time/date reset issue with the reporter and determined that the time/date was reset to factory default settings upon removal of the primary battery for less than 24 hours. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by incorrect programming of the time and date after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. In order to proceed, the user was instructed in the user guide to manually confirm, or reset, the time and date. It is likely that the user may have inadvertently entered an incorrect time/date or confirmed the default settings. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found that on (B)(6) 2014 the time/date reset to default after battery change. On investigation, the pump powered up with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the reported time/date issue, the battery compartment was found to have cracked and the display was dim and discolored.